Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was noted that the pocket site pain was triggered with certain movements. The physician instructed the patient to use pain patches around the ipg site.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was noted that the pocket site pain was triggered with certain movements. The physician instructed the patient to use pain patches around the ipg site.